Manufacturer narrative:
Device evaluation summary: the returned closurefast catheter was visually inspected -the heating element revealed multiple damages to coil. The damages were approximately in the region of 4mm and 5mm proximal to the distal tip. Visual inspection under magnification revealed fep damage. There is an evidence of fep melt in the coil. The coil was observed to be exposed. The catheter cable connector was examined: visual inspection of the catheter cable connector reveal all pins are straight. The catheter did pass continuity and resistance functional testing. In order to duplicate the customer reported event, the catheter was plugged to rfg2 a and rfg3 generators. The catheter passed the functional test.

Event description:
The physician intended to use a closurefast catheter for a radiofrequency ablation procedure in the unknown vein. It was reported that the generator alerted the surgeon to a low temperature warning when the first catheter was connected to the generator. No error messages or warnings were displayed during treatment. The device was noticed to be bent upon removal from the patient with a visible defect on the heating element. A second device was opened to complete the case, but the same defects were noticed after treatment (defect was not visible before treatment). Generator has been successfully used since then.